Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill was broken off inside a drill guide during decontamination. There was not a patient present and there were no surgical impacts.

Manufacturer narrative:
A piece of the fractured device was returned for evaluation. The device was found to be fractured and stuck inside a drill guide. The complaint is confirmed. Manufacturing records were unable to be reviewed as part and lot information was not provided and the piece returned did not contain this information. The cause of the binding is unable to be determined. The fracture was likely the result of forces placed on the drill while trying to force it out of the guide.

Event description:
It was reported that a drill was broken off inside a drill guide during decontamination. There was not a patient present and there were no surgical impacts